Manufacturer narrative:
It was reported that the touch frame printed circuit board (pcb) was replaced and the ventilator passed all testing and operates within the manufacturing specifications. A touch frame (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was performed and contamination was found on the pcb. The touch frame pcb was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the reported issue was isolated to the contamination on the touch frame. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien/medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a screen lock error. There was no patient involvement at the time of the event.